Manufacturer narrative:
Findings: reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer test ((B)(4)). Both sensors passed with accurate readings. Also found both sensors cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used. (B)(4).

Event description:
It was reported that the customer was having calibration errors on her sensors. Her blood glucose was 376mg/dl. The sensor was returned for analysis. No additional information was reported.